Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer spoke with tech and that the chair will randomly stop on them.